Event description:
During a child narcosis, kion delivered no more gas. Neither in volume control nor in manual respiration a gasflow was possible. The customer describes also no gasflow through the regulator 5 l/min o2.